Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, while suturing using the running stitch technique, three of the needles fell of their suture. Another device was used to complete the case. There was no patient injury.